Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded unexpected result of >1000 on a 5 month old male patient. There was no other patient information available at the time of the initial call. Test time, act k, comment: prime pump, 09:39, 114, 2000 units of heparin in the prime. Based on the actk result of 114 an additional 1000 units was added to the prime. Unk, 10:32, 254; I-stat, 11:18, 449, sample a; I-stat, 11:19, >1000, sample a. Testing was done side by side with two I-stats. Based on the information available there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Preliminary investigation on retain testing shows that product is performing as intended. The full investigation is pending.

Manufacturer narrative:
(B)(4). The investigation was completed on 08/07/2013. Retain and returned cartridges were tested and are functioning according to specification.